Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. There was unknown white and black contamination (dust-like) inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white contamination (dust-like) in the iso port (international organization of standardization) and dust like contamination on the top and bottom of the blower motor indication potential water ingress was observed. Potential mineral deposit spots on the top and bottom of the blower motor indicating potential water ingress and potential mineral deposit spots on the bottom of the blower box indicating potential water ingress was found. Black contamination inconsistent with keratin at the air outlet of the blower box and black dust-like contamination in the bottom of the enclosure was observed. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam was not confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.